Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the basilar apex with a max diameter of 7mm and a 10mm neck diameter. The landing zone was 3mm distally and 4.7mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered; 180 brillinta and 300 aspirin. The angiographic result post procedure showed good wall apposition of the flow diverter with preserved distal flow and satisfactory contrast stasis within the aneurysm. It was reported that during this flow diverter case, the pipeline flex device was found to be defective as it did not open from the distal end in the posterior cerebral artery (pca) segment near the basilar apex. Subsequently, the device was withdrawn and the procedure was successfully completed using another pipeline flex device. The pipeline was not positioned in a bend and less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient.the pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include an infinity 088 long sheath, envoy 6f guide catheter, phenom 27 microcatheter, and avigo 014 guidewire.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the failure to open was not determined. All the information has been confirmed/provided by the physician.

Manufacturer narrative:
Product analysis ¿as found condition: the pipeline flex shield device was returned for analysis inside a dispenser coil, inside an open pipeline flex shield inner pouch and outer carton, inside a clear sealed biohazard plastic pouch, and inside a shipping box. The pipeline flex shield braid was returned, but it was lost during decontamination. ¿damaged location details: the pipeline flex shield tip coil was examined, and no damage was noted. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. No bends or kinks were found on the pusher wire. No other anomalies were found. ¿testing/analysis: none ¿external testing: none ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as the returned pipeline flex shield braid was lost during the decontamination process. Possible causes of failure to open include, but are not limited to, patient vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was normal, and the pipeline was not positioned in a bend, which rules out patient vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the reported failure to open. The braid can be damaged due to over-manipulation, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.